Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had rainbow effect on the screen making it difficult to read. Customer stated the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Device powers up with an illegible white display with a vertical black stripe in the left half. After further review, the circuitry located on both sides of the lcd controller is cracked. Unable to perform displacement, and self tests due to the cracked circuitry.